Manufacturer narrative:
(B)(4). Eval results: dissection.

Event description:
The dissection occurred after the implantation of the first endeavor sprint stent. The second endeavor sprint stent was implanted to treat the dissection.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal rca during the index procedure. It is reported that a dissection occurred following stent implant and intervention was required. (Ref MFR # 9612164-2011-00301).